Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.